Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2016. Approximately two (2) years post initial procedure, an endoleak (at indeterminate origin) was suspected by the physician on (B)(6) 2018. Endologix became aware of the reported product problem and adverse event on (B)(6) 2018. The physician plans to treat the patient who is scheduled for surgery on (B)(6) 2018.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: type iiib of main body. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient for an asymptomatic and type iiib endoleak by relining with a bifurcated afx2 and an infrarenal afx device on (B)(6) 2018. The patient tolerated the procedure well and no endoleak was evident at the conclusion of the procedure. There have been no additional patient sequelae reported.